Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. A new device was used to complete the procedure. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining fifteen. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. Please note that this condition is unrelated with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.